Event description:
During the procedure the tip of the phaco broke off. The tip was retrieved and no patient injury was reported.

Event description:
It was reported the intraocular lens subluxated 3 years after the initial implant causing the patient to have blurred vision. The lens was removed and replaced without complication.

Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Item not received for analysis.

Manufacturer narrative:
Inspection of the intraocular lens (iol) showed an optic cut in 2 pieces and 2 broken haptics precluding any further analysis. Based on the information received from the health professional and the condition of the iol when received we are not able to definitively determine the cause of this event. Will continue to monitor and trend.